Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 31mar2020.

Event description:
The customer reported that the ventilator produced the "machine pressure sensor autozero failed" diagnostic code. The device was not being used for treatment when the reported event occurred and there was no patient involvement. The customer confirmed the reported problem. The customer replaced solenoid 2 and 4 and the reported problem was resolved. The ventilator was calibrated successfully and passed all required testing.